Manufacturer narrative:
MDR being cancelled as it is a duplicate to mfg report # (B)(4). Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only

Event description:
MDR being cancelled as it is a duplicate to mfg report # (B)(4).

Event description:
It was reported that while preparing the patient for transport, the cardiosave intra-aortic balloon pump (iabp) would power down when the console was removed from the cart. The pump was switched and successfully transported the patient from the facility. There was no harm or injury to the patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.